Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/19/17 phone call, 10/23/17 phone call, 10/24/17 phone call. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit stopped ventilating during a case. There was no reported patient injury.

Manufacturer narrative:
The customer decided not to have the unit repaired. No further information is available.